Event description:
It was reported that the guidewire sheared, became stuck in the patient, requiring intervention. This 035/145 amplatz super stiff guidewire sheared and became stuck in the patient. Additional intervention was required to remove the fragment, and it was confirmed via xray that none of the guidewire remained in the patient.